Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the tx60 fired on the first occasion, but failed to fire when reloaded. They had to open a new gun and this worked, however the operation had to be altered and the patient was defunctioned. See below from the surgeon: the gun fired fine on first occasion, then two further attempts to cross staple with 2 new refills resulted in mis-fires where the staples were unchanged. I was able to cross-staple with a new device but had to defunction her. Delay to surgery.